Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation surgery multiple attempts were made to insert the electrode array, which resulted in an incomplete insertion with 5-6 electrodes intra-cochlear. The surgeon encountered significant and unexpected ossification of the cochlea. The patient has no auditory perception with the device.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the received information, during implantation surgery unexpected severe ossification was observed, which led to difficult and only partial electrode insertion after multiple insertion attempts. Reportedly, only less than the half of the electrode array could be inserted. Furthermore, in situ measurements showed some of the most apical channels in hi status. These findings led to the decision to reimplant the recipient. Device investigation confirms a damage to the active electrode array, which might have been caused by the reported manipulation of the electrode. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
During implantation surgery multiple attempts were made to insert the electrode array, which resulted in an incomplete insertion with 5-6 electrodes intra-cochlear. The surgeon encountered significant and unexpected ossification of the cochlea. The patient has no auditory perception with the device. Per latest information received, the recipient has been re-implanted.